Manufacturer narrative:
PMA/510k: this report is for an unknown plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for distal humeral fracture, ulna shaft fracture and radius head fracture. Before the surgery, the hospital found that a humerus plate was not delivered to the hospital, because the sales rep arranged the implants erroneously. The sales rep arranged a humerus plate hurriedly. During the surgery, the surgeon fixed the ulna shaft and the radius head with plates. The surgeon judged that the fixation of the humerus with a plate was not needed, because the humerus fracture aligned and there was no movement at the fracture point. The surgeon chose conservative treatment. There was no surgical delay. No further information is available. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).